Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation therefore the reported event could not be confirmed. However, a photo was submitted with this complaint. From this photo, it was observed that the drive chain is completely broken into at least two pieces at the proximal joint. In addition, the etchings on the photo shows the drive chain and the z-tubes are from different lots which indicates the components were interchanged between different lots. It is also unknown as to what the lot number of the handle is that was used with this assembly in the mixed condition. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. Complaint received from distributor, depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure, the offset reamer handle broke in two pieces while reaming the acetabulum. No adverse events were reported as a result of the malfunction.